Event description:
During a colon resection procedure, the instrument did not fire. The surgeon applied another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Evaluation found the anvil support component was damaged.